Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 3 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient was deemed to have thickened leaflets 1.5 years ago on a 4d CT. The patient was cathed today with a mean gradient 90 mmhg and an ava 0.6. The plan is for repeat tavr procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tee dated on 4/19/24, the thv leaflets of this 26mm sapien valve appear to be somewhat restricted. There is no calcification or svd visualized on this study. There is no central ai or pvl. Spectral doppler shows a mean gradient of 47 mmhg. CT dated on 4/20/24, there is significant halt on all 3 cusps, and the valve is under-expanded at 23.1 mm (adding 0.5 for outer diameter dimension). CT from 8/30/22 halt is evident. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per the imagery. A review of the DHR, lot history and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''approximately 2 years and 3 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient was deemed to have thickened leaflets 1.5 years ago on a 4d CT. The patient was cathed today with a mean gradient 90 mmhg and an ava 0.6.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Since the leaflet was thickened, it could affect the function/suboptimal coaptation of leaflets, resulting in leaflet motion restriction. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.